Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that there were several far-field r-wave events that recorded as atrial tachycardia and atrial fibrillation. The right atrial (ra) lead was reprogrammed for sensitivity level. It was further reported that unexpected battery longevity was noted on the device. The device and ra lead remain in use. No patient complications have been reported as a result of this event.